Event description:
It has been reported by the territory manager that the cortical bone screws pulled away from the femur, resulting in the omega lag screw being dispositioned. Revision surgery occurred on event date.